Event description:
This case was initially reported as capsule that failed to calibrate. However, the capsule and delivery system arrived separately. Plunger is broken, trocar needle is advanced and there is a tissue on the capsule. This case will be investigated as attach case.